Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the stent was deployed; however, when an attempt was made to re-inflate the balloon, it would not expand, due to a hole. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
.